Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. Patient also had another device implanted. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), we received a copy of the 04/20/2009 operative report for this patient. A device history record review is in process.

Event description:
It was reported that the patient has expired after implant duration of approximately 3 months, due to unknown reasons.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.